Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with a blood glucose level was over 600 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The reported that the insulin pump had stopped working and it did not turn on and became unresponsive. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.